Event description:
It was reported that the patient is deceased and the physician alleges lack of ventricular therapy and a possible lead malfunction. The patient is reported to have gone to the local hospital emergency and was discharged with a diagnosis of gastroenteritis. The patient is further reported to have died at home sitting in a chair. The cause of death is unknown, no autopsy was performed and the device system will not be returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).